Event description:
When cleaning new enema kit metal flakes and other debris came out. Product states that it is aluminum but looking inside has a reddish brown patches. It is not magnetic so my guess would be a copper alloy possibly. In each of the nozzles have large metal burrs that could break off and enter the body. Also has a whitish residue inside the tube. I don¿t understand how this could be sold as a health care product. I have more pictures as well but could not upload.